Manufacturer narrative:
The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, after deployment, the device was stuck and could not be removed. The lever had closed completely to retract the foot; however, it was thought that the foot remained partially open. The device separated at the junction of the proximal and distal guide into two pieces. The suture material was still held in the o ring of the device so the fractured portion didn't embolize. Cut down surgery was performed to remove the separated portion of the prostyle device. The sheath was upsized to a 24f and the mitracip procedure was completed successfully. There was a reported clinically significant delay in the procedure due to the device being stuck and requiring minor surgical intervention. Additionally, hospitalization was prolonged due to the cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force during device placement. Factors that contribute to a difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported foreign body removal and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.